Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported their leads re-migrated and now it wasn't really working and the pt did not recall the event date. Pt stated they charged the implant and used it everyday. Pt noted they didn't want to get in touch with their hcp and they had this all done in (B)(6) and they were currently in (B)(6) and they wouldn't be back in (B)(6) until the first part of (B)(6). Pt noted they had 2 programs (a and b). Pt inquired to see a representative for reprogramming/readjustment first (patient services (ps) understood this as pt wanted to try reprogramming before replacing the leads). Pt noted they worked on their programs for months and they haven't done anything technical since. Pt also noted about 6 months ago they had some intestinal problems and were at the hospital. The caller was redirected to representatives for visibility. Patient (pt) called back on (B)(6) 2023 stating that they called a couple weeks ago and someone was supposed to call them but no one had called them. Pt stated that their back ins hadn't worked out very well mainly because they had a series of operations and they had to postpone things, but they needed to talk to a rep to go through the programming to see about getting relief. Pt noted that they would be in (B)(6) until (B)(6). Pss reviewed rep role with the pt. Pt did not have a hcp in (B)(6). Patient services (pss) advised the pt that another message would be sent out to the reps requesting contact, however pss did not promise a time-frame on a response. Pt stated that it was irritating holding for ps. Pss re-opened the case to assign case to self and send another e-mail to the reps. Pss then closed the case.

Manufacturer narrative:
Concomitant medical products: product ID 977a260 serial# (B)(4) implanted: (B)(6) 2022 product type lead. Product ID 977a260 serial# (B)(4) implanted: (B)(6) 2022 product type lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 23-sep-2025, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: va2jple014, ubd: 13-jan-2026, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.